Event description:
The healthcare professional reported injecting 1 cc of evolysse form in the patient's lips. Approximately 4 weeks post injection the patient had lumps and bumps in the body and mucosa of the lips. The hcp attempted to dissolve the filler. However, the symptoms persist. Safety database reference number (B)(4). Additional comments: importer complaint number (B)(4).